Manufacturer narrative:
Date of event: unknown, used the first date of the aware month. (B)(6).

Event description:
It was reported that the patient is unable to use his inflatable penile prosthesis (ipp) device because the cylinders would not inflate eight years after implant. The device remains in service as the revision procedure has not been performed yet.